Event description:
N 2008, the pt reported he was at a restaurant previous day when he rec'd an occlusion message on his insulin infusion device during his normal basal delivery. He stated he was unable to clear it after several tries. He said he pulled his infusion headset out halfway and bolused 7.5 units of insulin but must have pulled it out too far because he did not get any insulin and his blood glucose elevated. He stated his reading was 425 mg/dl with his normal reading being 150 mg/dl. He said he had no symptoms and corrected his reading by bolusing insulin and changing his infusion headset. He stated when he pulled the headset out, he noticed the cannula was kinked. He said he discarded the infusion headset. The pt stated the headset may have been in use for about 3 days when he changed it as he usually changes the headset every 3-4 days and his tubing when he changes his inulin cartridge. The pt was advised to change his headset every 3 days and the tubing every 6 days. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was available to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.